Event description:
On (B)(6): customer reports that an unidentified pt was having a urology procedure with stent placement. During the stent placement, the system fluoro failed. Physician used the endoscope to visualize placement of the stent. Procedure was completed w/o further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) discussed issue with customer who said intermittently, the infimed system has a pop up that says (ready to update). If they catch it they can decline it and the system functions normally. If not, the system goes to desk top screen and they have to reboot to complete the case. Troubleshot system and found the customer was using symantec endpoint virus protection with 'auto update' selected. This was causing the system to 'auto update' during their cases. Fse contacted hospitals it person and explained what was happening and that the system needed the virus protection ran manually. There was no problem with the covidien equipment. Fse completed the minor imaging portion of the hydravision dr system service checklist and returned system to full service.